Manufacturer narrative:
Insulin pump received with intermittent down button response due to flattened button dome switch. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and missing end cap sticker.

Event description:
It was reported the down button on the insulin pump was not responding. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.